Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead was replaced one day after implant due to helix issues, and that sensing had been reduced. During repositioning of the lead, the helix was damaged. The lead was replaced with a new one, and the field indicated this event as "non-serious" and that it had been resolved. The lead is not expected for return.